Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that all components are permeable. During the permeability test bloody liquid were flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in the vertical but not in the horizontal position. A slowed outflow of paedigav in the horiztontal position could be determined. Internal inspection: after dismantling the components, deposits were found in paedigav and prechamber. Results: based on our investigation results, we can confirm a slowed outflow of the paedigav in the horizontal position. The deposits visible in the valve have led to the change in flow rate. Furthermore, we can confirm visible deposits in the pediatric prechamber. The deposits did not affect the technical properties at the time of the investigation. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The ventricular catheter showed no functional deviations or other abnormalities. The catheter is operating within specifications. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a paedigav (#fv304t) was implanted during a procedure performed on (B)(6) 2018. According to the complainant, the valve caused an under-drainage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.